Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagectomy of the gastric tube, when the powered stapler was used on the vein, the previous reloads were used without a problem. When the radial reload was used on gastric tube creation, the opening and closing was confirmed, but the jaw did not open. When the physician removed the adapter from the handle and connected them again, the jaw opened, so the opening and closing was confirmed again and the device was used. However, when the physician pushed the green button and attempted to fire, the device could not fire. The device was reconnected to disposable ultra handle and was attempted to fire, but still could not fire. A new radial cartridge was opened and connected to the powered handle and could fire without problems. After that, the reload was fired several times without problems. There was nno patient injury.